Manufacturer narrative:
The associated complaint devices were not returned for evaluation. Please see attached file for our results of investigation.

Manufacturer narrative:
Investigation summary was not attached by error to supplemental report. Report 1020279-2017-00481 with follow up 002 was submitted, since submission from report 1020279-2017-00481 with follow up 001 failed. (B)(4).

Manufacturer narrative:
Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
It was reported a revision surgery was performed to remove the tibial baseplate due to loosening and to resurface the patella due to knee pain.

Manufacturer narrative:
The associated complaint devices were not returned for evaluation. [(B)(4)].